Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had pain at the ipg site and ineffective stimulation. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken, and the system was explanted.